Event description:
It was reported that a patient¿s implantable neurostimulator (ins) ¿longevity depletion level¿ was high. It was noted that the patient¿s implants were depleting rapidly, and the patient¿s healthcare provider may have placed the lead ¿a few centimeters off¿ which caused the patient to use a higher voltage. Additional information received reported that the cause of the event was battery failure three times in the last two years. The battery was replaced on (B)(6) 2011. It was noted that signs and symptoms associated with the event included tremor. It was reported that the patient did not require hospitalization and recovered without sequelae. It was later reported that the patient¿s battery replacement was not due to normal battery depletion and ¿it was not a good battery they think.¿ it was noted that the device battery was replaced three times.

Manufacturer narrative:
Concomitant products: product ID 7438, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v291389, product type lead; product ID 7482a66, serial # (B)(4), product type extension; product ID 3387s-40, lot # v291389, product type lead. (B)(4).